Event description:
It was reported that the patient received an inappropriate shock. It was also reported that there was an episode of t-wave oversensing, and there was diminished sensing on the right ventricular lead related to patient positioning. The lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed and no anomalies were found. The distal conductor was distorted and stretched; the defibrillation conductor was distorted. Distal conductor had blood/body fluid (not obstructed); blood/body fluid on outer tubing overlay; inner tubing was kinked/buckled; outer tubing overlay melted, insulation torn, had white substance cosmetic environmental stress cracking, and cosmetic depression; helix/lobe distorted/bent; blood in/on the helix/lobe mechanism. The lead was returned with guide tooth damage. Apparent explant damage.